Event description:
Initial reporter indicated that their (B) (4) handheld was having "problems." The reporter was having problems turning the handheld on. It had been charging for an entire day. A soft and hard reset were performed, but the handheld would not turn on. Good faith attempts are being made for the product to be returned for analysis.